Event description:
Device 1 of 2. Reference MFR report# : 1627487-2014-02706. It was reported the patient experiences uncomfortable pocket heating while charging her scs ipg. A replacement charging system was sent to the patient to address the issue. Follow-up identified the patient received the new charger and the issue is reportedly resolved. On 08/01/2012 st. Jude medical, neuromodulation div, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Corrections/removal reporting number: 1627487-05242011-002-r, 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.